Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up report.

Event description:
It was reported, "that on (B)(6) 2014 the oxygen reducer, catalog number 144646, exploded and hurt the doctor on his duty.